Event description:
During preparation for surgery on pts left hip, right leg was placed in leg holder secured to surgical table by siderail clamp. Clamp broke causing pt's right leg to fall to the floor. No apparent injury to pt at time of incident.